Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified right common femoral artery (cfa). The balloon was initially inflated at 7 atmospheres and later at 10 atmospheres where the balloon ruptured during the 2nd inflation. The procedure was completed with another 5.0x40 sterling balloon. No patient injuries or complications were reported during the procedure. Patient status listed as "good."